Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6); product type lead product ID 37742, serial# (B)(4); product type programmer, patient product ID m927218a001, serial# (B)(4); product type recharger. (B)(6).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was ineffective percutaneous leads that did not give satisfactory coverage. A surgical intervention occurred (on (B)(6) 2011 per manufacturer's device registry) where the percutaneous leads were replaced and a paddle lead was placed. It was also noted that the position of the implantable neurostimulator (ins) was changed. Reprogramming was performed on (B)(6) 2011 with the results of improved coverage (pain relief) for the patient. The hcp reported stated that there was no "event" and clarified that "a poorly placed device was revised". Hospitalization was not required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had to have her ¿stimulation unit¿ replaced approximately 3 years prior to this report because it ¿went bad.¿ it was noted that the patient was not certain which devices had been replaced.

Manufacturer narrative:
(B)(4)